Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16509309.

Event description:
It was reported that the patients pain had increased noticeably. It was also stated that the patients lead had high impedances as a result that patient was experiencing ineffective therapy. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will not be returned.